Manufacturer narrative:
Approximate age of device (age of device: 3 years, 1 month). No other information was provided. A supplemental report will be submitted with the manufacture investigation is completed

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient received a pump exchange from hm2 to hm3 for infection. The patient had a history of elevated ldh but not exchanged due to suspected thrombus.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported infection could not be conclusively determined through this evaluation. An adhered, white, tissue-like deposition was observed at the proximal end of the outflow graft lumen. A specific cause and a duration of time for which it was present in the device could not be conclusively determined. A correlation between the reported infection and the observed deposition could not be conclusively determined. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a functional issue. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The heartmate ii lvas IFU lists infection and death as adverse events that may be associated with the use of the heartmate ii lvas. The IFU, as well as the heartmate ii lvas patient handbook, provides information regarding how to prevent infection.